Event description:
It was reported that there was a lead warning with a polarity switch on the right atrial (ra) lead. It was also reported that the ra lead had high impedance with unipolar impedance higher than bipolar impedance, high capture threshold and a potential lead fracture. No changes have been made at this time and the lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2004-05-28 (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.